Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer did not mention symptoms. Blood glucose at the time of the admission was unknown but customer's husband states she had high of over 600 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer's husband states he woke up and saw her sitting up and staring so he called ems, transmitter was not communicating to the pump and it did not turn off. The insulin pump will not be returned for analysis.